Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device shut down by itself while plugged into mains. No patient injury was reported.

Manufacturer narrative:
The affected device was tested by the customer¿s technician and the log file provided for the investigation. It was reported that during the test the device was charged for 2 days and afterwards ran for one hour before getting the battery low alarm. Based on the log entries on the date the device the device ran normally until it was disconnected from the power plug at 01:48. At that time the device immediately alarmed regarding empty batteries and continued alarming until the batteries were depleted approximately 20 minutes later. At this point the device shut down due to the depleted batteries. Prior to the ventilation the batteries were discharged in standby, and the device was only plugged into mains power for approximately 2 hours during the ventilation prior to the event. According to the IFU the batteries need to be charged for 6 hours to gain full charge. If the savina is not connected to ac mains power, the power supply unit switches to the internal battery as power source. An audible alarm and the display message "internal battery activated" occur. During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down by itself while plugged into mains. No patient injury was reported.